Event description:
"CT technologist connected line from power injector into the y-site of IV pump tubing set (y-site proximal to pt) and was injecting contrast. The IV pump tubing set ruptured approximately 1 inch below the y-site." Upon further query, the following info was provided: the customer contact indictated that the power injector was connected to the clave port on the primary line. The procedure was started and approximately three-quarters of the way into the procedure, the tubing "blew apart at the y-site, showering the pt with the remainder of the contrast dye." The procedure was completed and no medical interventions were necessary. The room was closed off for decontamination after the procedure. There were no reported adverse pt effects. Though requested, no additional info was provided.